Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having high blood glucose of 475 mg/dl. The customer's blood glucose was 369 mg/dl when they woke up. The customer will change the infusion set and declined full troubleshooting,